Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, resistance was felt while advancing the device and a cuff miss occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician's assistant who performed the closure procedure is trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. (B)(4) will be added as the device was advance against resistance. Per instructions for use: under precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed there is no indication of a product deficiency.